Event description:
It was reported, through a medwatch report, that this implantable lead exhibited pacing inhibition, loss of capture and high capture thresholds. Evidence suggests that this device remains in service. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.